Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a chiller pump failure. The device was evaluated upon receipt. Replaced a chiller assy and tested the device. It failed in in cooling again and the chiller pump was the issue. The chiller pump was replaced. DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the water of the arctic sun device did not cool down. As per follow up information received on 13nov2023. They repaired the device on the customer site. I replaced a chiller assy and chiller pump. The issue was resolved. No patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a chiller pump failure. The device was evaluated upon receipt. Replaced a chiller assy and tested the device. It failed in cooling again and the chiller pump was the issue. The chiller pump was replaced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: the reported product number is sold ous. The UDI number for this product is not available.

Event description:
It was reported that the water of the arctic sun device did not cool down. As per follow up information received on 13nov2023. They repaired the device on the customer site. I replaced a chiller assy and chiller pump. The issue was resolved. No patient involvement.

Event description:
It was reported that the water of the arctic sun device did not cool down.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.